Event description:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("after the insertion of the essure implants, I suffered from pelvic pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011 she experienced procedural pain ("at the time of insertion of the implants, I was surprised and shocked by the pain"). In 2011 she experienced pelvic pain (seriousness criterion medically important) and heavy menstrual bleeding ("after the insertion of the essure implants, I suffered from very haemorrhagic periods"). On unknown dates she experienced fatigue ("fatigue sets in insidiously despite a good night's sleep/ I am very tired and I force myself not to stay in bed all day"), dizziness ("sometimes dizziness and discomfort without knowing why"), vision blurred ("sometimes my vision is blurred"), dry eye ("dry eyes"), arthralgia ("sometimes joint pain"), speech disorder ("increasing difficulty finding my words and expressing myself correctly") and depression ("depressed"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, depression, dizziness, dry eye, fatigue, heavy menstrual bleeding, pelvic pain, procedural pain, speech disorder and vision blurred to be related to essure administration. The reporter commented: currently in the process of having the essure implants removed, no date yet scheduled for the operation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2023. The most recent information was received on 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("after the insertion of the essure implants, I suffered from pelvic pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011 she experienced procedural pain ("at the time of insertion of the implants, I was surprised and shocked by the pain"). In 2011 she experienced pelvic pain (seriousness criterion medically important) and heavy menstrual bleeding ("after the insertion of the essure implants, I suffered from very haemorrhagic periods"). On unknown dates she experienced fatigue ("fatigue sets in insidiously despite a good night's sleep/ I am very tired and I force myself not to stay in bed all day"), dizziness ("sometimes dizziness and discomfort without knowing why"), vision blurred ("sometimes my vision is blurred"), dry eye ("dry eyes"), arthralgia ("sometimes joint pain"), speech disorder ("increasing difficulty finding my words and expressing myself correctly") and depression ("depressed"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, depression, dizziness, dry eye, fatigue, heavy menstrual bleeding, pelvic pain, procedural pain, speech disorder and vision blurred to be related to essure administration. The reporter commented: currently in the process of having the essure implants removed, no date yet scheduled for the operation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-aug-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4) on 31-jul-2023. The most recent information was received on 26-apr-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("after the insertion of the essure implants, I suffered from pelvic pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, inguinal hernia and obesity (right inguinal hernia treated with placement of support plate, right saphenous vein stripping). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 185 days after essure insertion, she experienced procedural pain ("at the time of insertion of the implants, I was surprised and shocked by the pain"). In 2011 she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("after the insertion of the essure implants, I suffered from very haemorrhagic periods/ menorrhagia "). On unknown date she experienced fatigue ("fatigue sets in insidiously despite a good night's sleep/ I am very tired and I force myself not to stay in bed all day"), dizziness ("sometimes dizziness and discomfort without knowing why"), vision blurred ("sometimes my vision is blurred"), dry eye ("dry eyes"), arthralgia ("sometimes joint pain"), speech disorder ("increasing difficulty finding my words and expressing myself correctly"), depression ("depressed"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia "), intermenstrual bleeding ("metrorrhagia") and asthenia ("asthenia"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (ovarian hysterectomy via laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, asthenia, depression, dizziness, dry eye, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, procedural pain, speech disorder and vision blurred to be related to essure administration. The reporter commented: currently in the process of having the essure implants removed, no date yet scheduled for the operation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.935 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jul-2023. The most recent information was received on 22-feb-2024. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("after the insertion of the essure implants, I suffered from pelvic pain") in a 37 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, inguinal hernia and obesity (right inguinal hernia treated with placement of support plate, right saphenous vein stripping). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 185 days after essure insertion, she experienced procedural pain ("at the time of insertion of the implants, I was surprised and shocked by the pain"). In 2011 she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("after the insertion of the essure implants, I suffered from very haemorrhagic periods/ menorrhagia "). Essure was removed on (B)(6) 2023. On unknown date she experienced fatigue ("fatigue sets in insidiously despite a good night's sleep/ I am very tired and I force myself not to stay in bed all day"), dizziness ("sometimes dizziness and discomfort without knowing why"), vision blurred ("sometimes my vision is blurred"), dry eye ("dry eyes"), arthralgia ("sometimes joint pain"), speech disorder ("increasing difficulty finding my words and expressing myself correctly"), depression ("depressed"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia "), intermenstrual bleeding ("metrorrhagia") and asthenia ("asthenia"). The patient was treated with surgery (ovarian hysterectomy via laparoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, asthenia, depression, dizziness, dry eye, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, procedural pain, speech disorder and vision blurred to be related to essure administration. The reporter commented: currently in the process of having the essure implants removed, no date yet scheduled for the operation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.935 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-feb-2024: upon receiving a new follow-up information, it was confirmed that cases (B)(4) are duplicates of each other. Therefore case (B)(4) needs to be marked for deletion. All information from deletion case including source documents, events (dysmenorrhea, dyspareunia, metrorrhagia & asthenia ), reporters, medical history, product & patient details has been transferred to retention case. (Med-watch 3500a MFR number 2951250-2024-00125). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.